Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had low flow alarms. The patient was transported from home to the hospital 5 hours away and remained stable. There were no further audible alarms once the patient was switched to battery power. When interrogating the patient's history log, the vad coordinator was able to see pump stops, low flow, power spikes, and low voltage alarms. The log files indicated a short to shield issue. X-rays showed an area of concern about 5 inches distal to the pump end bend relief that shows a pinched area and possible thinning of the shielding. The patient has not had any alarms when connected to a new system controller and batteries. The vad coordinator stated that this patient may not be a surgical candidate if a pump exchange is needed. The patient was placed on an ungrounded cable with the new system controller and has not had any more alarms.

Manufacturer narrative:
Approximate age of device: 2 years and 7 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.